Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p4e1006s); egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p4g1255s); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot #p2c0040s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic right hemihepatectomy, the one handle and three reloads could not be fired when used to detach the right branch of the portal vein. The green firing safety could be pressed, but the handle could not be squeezed to fire the staplers. After unsuccessful attempts with each device, another brand's product was used to complete the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was loaded into a representative instrument (0790). It was reported that during the laparoscopic right hemihe patectomy, the one handle and three reloads could not be fired when used to detach the right branch of the portal vein. The green firing safety could be pressed, but the handle could not be squeezed to fire the staplers. The reported issue the reported condition was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The evaluation detected an unreported condition: retracting I-beam. The reload was applied to test media, and it was observed that the I-beam progressively retracted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. In order to fire the instrument, once the green firing button has been activated, squeeze the handle sequentially until the lower clamp cover reaches the distal end of the cartridge slot, and the handle locks. Failure to follow may result in poor or incomplete staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.